Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's entire scs system was explanted on (B)(6) 2015 due to suspected infection at the ipg site. Cultures were taken but the results are unknown to the manufacturer at this time. The patient was prescribed antibiotics and is reportedly doing well.